Manufacturer narrative:
Concomitant medical products: product ID: 8598, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8709, serial# (B)(6) implanted: 2004-, product type: catheter.

Event description:
Information was received from a healthcare provider and a company representative regarding a patient receiving clonidine (625 mcg/ml) at 135.59 mcg/day and morphine (10 mg/ml) at 2.169 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. Upon interrogation an active motor stall was seen. The motor stall occurred on (B)(6) 2016. The patient did not recently have an MRI. There were no symptoms reported. The pump was replaced on (B)(6) 2016. The healthcare provider was able to aspirate the catheter freely, but did notice the appearance of the drug and csf (cerebrospinal fluid) looked gritty.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) (please reference attached medwatch with uf/importer report # (B)(4)) indicated that there was a morphine pump failure. The event date was noted as (B)(6) 2016. If additional information is received, another follow up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Analysis of the pump also found over infusion of an undetermined root cause. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.